Event description:
Clinic reports that a blood leak occurred at the initiation of dialysis with first use of dialyzer. Estimated blood loss 150ccs. No sample is available. MDR filed due to bloodloss. No adverse effects to pt or medical intervention required.